Event description:
It was reported that a large volume infusor had unknown liquid inside the device. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: catalogue #: the correct catalogue # is ¿2c2009k¿, previously submitted as ¿2c2009kp¿. G4: 510k #: remove ¿k071222¿ and replaced with ¿na¿. H4: the lot was manufactured from january 18, 2022 to january 19, 2022. The actual device was received for evaluation. A visual inspection was performed using the naked eye which revealed traces of silicone oil located on the interior wall of the housing. The manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from cover/housing contact. Small amount of silicone oil from the bladder may have come in contact with the interior wall of the housing during manufacturing; this condition is cosmetic and has no impact on the functionality of the product. The reported condition was identified as silicone oil; however, the product met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.